Manufacturer narrative:
(B)(6).

Event description:
It was reported that while a v60 ventilator was in clinical use, the device experienced an unexpected shutdown, resulting in a device malfunction. A remote service engineer (rse) evaluated the issue and suspects the root cause to be a failure within the central processing unit (cpu) printed circuit board assembly (pcba). To date, onsite service and repair have not been completed due to an invalid service agreement with the customer facility. No patient or user injury, harm, or adverse clinical outcomes were reported. The investigation into this event is currently ongoing.